Manufacturer narrative:
Eval, results: as received the lead is severely kinked with all wires broken approx 32cm from the stimulation end. No functional testing was performed due to the broken wires. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This lead was intended for pt implant in (B)(6). However, during intraoperative testing it was found that one of the contacts measured invalid. Another lead was used to successfully complete the case. No further issues were reported.